Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture emotional distress. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. No code available use for device revision or replacement.

Event description:
After review of medical records patient was revised to addressed failed right total hip arthroplasty with trunnionosis and abductor necrosis. Operative notes indicated consistent pseudotumor formation, fluid stained and extensive evidence of metal debris, minimal bone loss and evidence of corrosion at the taper and bearing surface of femoral head. Added expiration date, medical history and date of birth of patient. Corrected patient's initial. Doi: (B)(6) 2009, dor: (B)(6) 2017 right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant med products: asr uni femoral impl size 51 hip asr femoral head; asr acetabular cups 58 hip asr acetabular cup; adapter sleeves 12/14 +5 hip asr femoral sleeve/augment; summit duofix tap sz4 hi off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney . (B)(4).

Event description:
Patient was revised to address removal of the asr. Litigation alleged increasing pain, swelling, elevated levels of cobalt and chromium in the patient's bloodstream, injury, discomfort, poor balance, difficulty walking, popping, clicking and grinding noises, bone erosion, femoral acetabular loosening, impingement and/or detachment, metallosis, emotional distress and suffering. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.